Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported via medwatch (mw5113538) six (6) false negative results with the binaxnow covid-19 self-test for an unknown number of lots/multiple tests performed on or before(B)(6) 2022. This MFR. Report addresses test one (1) of six (6). The consumer reported a false negative with the binaxnow covid-19 self-test performed on or before (B)(6) 2022 on an unknown swab type. Confirmation testing using an unknown pcr test at (B)(6) was performed on or before (B)(6) 2022 on an unknown swab type and generated a positive result. The consumer reportedly performed three tests using an unknown brand of rapid antigen test that generated negatives results, however, it is unclear whether these tests are binaxnow covid-19 antigen self-tests. The consumer stated that they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported via medwatch (mw5113538) six (6) false negative results with the binaxnow covid-19 self-test for an unknown number of lots/multiple tests performed on or before (B)(6) 2022. This MFR. Report addresses test one (1) of six (6). The consumer reported a false negative with the binaxnow covid-19 self-test performed on or before on an unknown swab type. Confirmation testing using an unknown pcr test at synergy wellness was performed on or before (B)(6) 2022 on an unknown swab type and generated a positive result. The consumer reportedly performed three tests using an unknown brand of rapid antigen test that generated negatives results, however, it is unclear whether these tests are binaxnow covid-19 antigen self-tests. The consumer stated that they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.